Event description:
The complainant reported that in 2004 the physician performed the therapeutic procedure of installing a pull g-tube enteral feeding device in the pt. Ten days later, during a post procedure follow-up examination, a wound infection was identified at the site. Medication (amoxicillin) was given to resolve the pt's condition. The pt's wound was reported to be resolved twelve days later. There was no indication from the complainant of any further pt complications.